Manufacturer narrative:
The subject device was evaluated. Device evaluation found nozzle unit clogged with foreign materials. Clogging of a/w (air/water) channel was noted. Additionally, the testing of distal end insulation failed. Mechanical damage found at the bcu (body control unit) area. Wear and tear of angulation wires were observed. Fe (forceps elevator) lever with metal exposed by damage and the light guide lens found dirty. Based on device evaluation, the customer reported issue was confirmed as clogged nozzle and a/w channel unit observed during inspection. Service repair noted the failures found likely attributed to use, handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of the air nozzle is blocked. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found nozzle clogged with foreign material.

Manufacturer narrative:
This supplemental report is being submitted to inform the correction on section g3 (aware date) on the initial report submitted. The correct aware date for section (g3) on the initial report is march 21, 2022 and not march 17, 2022. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to the previous supplemental medwatch. The aware date was correctly documented in the initial as (B)(6) 2022. The event date was inadvertently left out of the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined however, it is likely that the user facility reprocessing method differed from that of the device instructions for use (IFU). The following is included in the device IFU and may help prevent or detect the foreign material: "inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.